Event description:
It was reported that prior to an endovascular aortic repair (evar) procedure, suture placement was attempted in the mildly tortuous and moderately calcified right common femoral artery with proglide devices using the preclose technique. Reportedly, cuff misses occurred with three proglide devices due to the calcification. The arteriotomy was 6f. The evar procedure was completed and a cut-down procedure was performed. A broken footplate was found lodged in the artery and was removed. Hemostasis was surgically achieved. Arteriotomy closure of the left common femoral artery was achieved with sutures placed using the preclose technique. There was no reported patient sequela. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported the device was used in a calcified right common femoral artery access site. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other two proglide devices referenced are filed under separate medwatch MFR numbers.